Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patients house was struck by lightning, the transmitter would not power up. The patient reported that lightning storm caused power surge. The transmitter was burned and had char marks. The device was replaced.

Manufacturer narrative:
Final analysis found the reported complaint of would not power up was confirmed; the ac power adapter was defective. The field complaint of being burnt was not verified.